Manufacturer narrative:
(B)(4)

Event description:
It was reported that when the lead was disconnected from the device during the device replacement procedure, rv lead was found to be damaged. The inner conductor had pulled loose of the insulation. Lead fracture was noted. The electrical parameters were normal. There was no way to connect the lead to the new device and the physician deemed the lead was liable to be damaged further. Lead was capped. The physician believes that the lead may have been damaged during an open heart procedure the previous day, when physical manipulation of the heart may have tugged forcefully on the lead. The physician attempted to implant a new lead; however, the svc was occluded so the patient will be scheduled for an extraction and re-implant. The patient experienced no symptoms.